Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 513 mg/dl and other relevant blood glucose level was 400 mg/dl. Customer experienced symptom such as irritable. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus by insulin pump. Customer did not allege that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer stated that the insulin pump had no delivery alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer also stated that the insulin pump had multiple pump error alarms after battery change every time. Customer stated that the temp basal was not programmed before the unexpected restart alarm occurred and alarm was occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.